Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer was unable to open the jaws of the curved-tip sureform 30 stapler instrument after successful firing and removal of the instrument. The technical support engineer (tse) recommended using the manual release knob (mrk) if needed and to replace the instrument and send the faulty instrument back for failure analysis. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.